Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 06-nov-2024 found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 23.5 u. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 06-nov-2024 in the pump history file. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump received with normal operating currents. No charge/battery lasts less than expected and unexpected battery power loss during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed unexpected low battery alert (104) on (B)(6) 2024 at 16:38:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.3 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Customer alleged confirmed unexpected low battery alarm in the pump history, charge/battery lasts less than expected and unexpected battery power loss was confirmed, suspecting hardware issue. Customer alleged for the pump over delivery was not confirmed. Unable to verify customer of being unconscious. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had hospitalization because the customer was unconscious and the bolus wizard was doubling the doses of insulin. Customer later changed configuration and kept being low. The customer reported that the alarm history had replace battery now or power error detected. The customer reported blood glucose value of 57 mg/dl. The customer reported loss of consciousness treated with hospitalization: overnight stay. The event involved product(s) mmt-1886. Troubleshooting was performed. Pump alarmed 'replace battery 'or 'replace battery now' no further patient complications were reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.